Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI is unknown. Device manufacture date is unknown. The device serial or lot number is unknown. Catalog number, serial number and lot number are unknown. 510(k) number is unknown. Concomitant medical devices and therapy dates, attachment device, bearing sleeve device and burr/drill device. (B)(6) 2018.

Event description:
This is report 4 of 4 for the same event. It was reported that during a neurosurgery procedure for excision of a nasal dermoid cyst, it was observed that the drill device became very hot. According to the report, the drill device, attachment device, bearing sleeve device and cutter device were used to drill the nasal bone as well as the bone extending toward the skull base. The reporter stated that the drill device became very hot even though ¿protective drill was being used¿. The reporter alleged that the shaft of the drill burned the patient¿s left upper lip. According to the report, this was identified and the drill ¿shaft¿ was changed and ¿protective measures were made to try and protect the lip from being burned any further.¿ it was reported that silvadene ointment was placed over the area of the burn and the nasal dorsum. Additionally, it was reported that an intraoperative consult was obtained from plastic surgery. It was reported that the plastic surgeon ¿confirmed that it was likely a full-thickness skin burn.¿ it was further reported that excision debridement of skin and splint placement were performed on (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI is unknown. Device manufacture date is unknown. The device serial or lot number is unknown. Catalog number, serial number and lot number are unknown. 510(k) number is unknown. Concomitant medical devices and therapy dates, attachment device, bearing sleeve device and burr/drill device. (B)(6) 2018.

Event description:
This is report 4 of 4 for the same event. It was reported that during a neurosurgery procedure for excision of a nasal dermoid cyst, it was observed that the drill device became very hot. According to the report, the drill device, attachment device, bearing sleeve device and cutter device were used to drill the nasal bone as well as the bone extending toward the skull base. The reporter stated that the drill device became very hot even though ¿protective drill was being used¿. The reporter alleged that the shaft of the drill burned the patient¿s left upper lip. According to the report, this was identified and the drill ¿shaft¿ was changed and ¿protective measures were made to try and protect the lip from being burned any further.¿ it was reported that silvadene ointment was placed over the area of the burn and the nasal dorsum. Additionally, it was reported that an intraoperative consult was obtained from plastic surgery. It was reported that the plastic surgeon ¿confirmed that it was likely a full-thickness skin burn.¿ it was further reported that excision debridement of skin and splint placement were performed on (B)(6) 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.